Event description:
The facility returned the device for service. During service testing, the baxter repair tech reported that the device showed a failure code 814:01 in the event history. The hospital rep stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is available.